Manufacturer narrative:
The ft3 reagent lot number is 801917 and the ft4 reagent lot number is 816060. The reagent expiration dates were requested, but not provided. The field service engineer found damaged pinch valve tubing. The pinch valve tubing and measuring cells were replaced. It was identified that measuring cell and pinch valve preventive maintenance were overdue. The instrument was running back within specifications after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and elecsys ft4 IV on a cobas 6000 e601 module. The sample initially resulted in a ft3 value of 6.43 pg/ml and when repeated on a second analyzer, it resulted in a value of 1.59 pg/ml. The sample initially resulted in a ft4 value of > 77.69 ng/l with a data flag and when repeated on a second analyzer, it resulted in a value of 17.94 ng/l.